Event description:
During an alif procedure, the tip of the implant holder broke off in the implant during insertion. Implant was removed and a new implant was used to complete the procedure. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
It is unclear how the instrument was unthreaded prior to the breakage of the threaded component. If there was an excessive bending load applied while trying to unthread the instrument, then perhaps a breakage could have occurred. In addition, the complaint description states that there was no resistance when threading the inserter into the implant; therefore, it doesn't appear to have cross threaded. The instrument broke at the internal threaded shaft. The implant did not break. There is no evidence of the shaft bending after reviewing the returned components.